Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions all components function properly. Engineering also observed the distal end of the main tube to have various scratch marks concentrated on one side of the tube. A couple of scratches are deep enough to have removed material from the tube. Scratches are not aligned with the tube axis, suggesting they are due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the endowrist prograsp instrument did not work. No add'l info was provided. No patient harm, adverse outcome or injury was reported.